Manufacturer narrative:
Field service specialist (fss) visited the account and performed multiple clinical inlay procedures in gel. All test procedures were completed successfully. Fss also provided feedback to the laser technician who was in the surgery suite, giving her more information for things to observe during surgery. It was mentioned that patient had some "wrinkle" in cornea. Contraindications for the use of this laser are as follows: "lamellar resection for the creation of a corneal flap is contraindicated in the presence of corneal edema, corneal lesions, hypotony, glaucoma, existing corneal implant, or keratoconus." All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that while applanating surgeon noticed a "wrinkle" in the left eye cornea. He proceeded with the flap creation and noticed adherence of the flap near the central cornea. The flap was successfully lifted and excimer treatment was completed. Flap on right eye was also slightly sticky but it was also successfully lifted and treated with excimer. Preop bvca 20/20 both eyes. One day post op uncorrected vision for right eye was 20/20 and left eye 20/30. On 19-may-2017 it was reported that patient is seeing 20/40 and 20/70 uncorrected and best corrected visual acuity (bcva) is 20/20-1 in right eye and 20/40 in left eye.